Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost signal to the ilet after a supply change, resulting in intermittent communication failure associated with the device¿s antenna/electrical communication pathway, and the issue was resolved after guided troubleshooting that included toggling sensor type, restarting the ilet, and bluetooth re-pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure, with device components relevant to electrical and magnetic functions and the antenna considered. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interruption resolved with standard troubleshooting.